Event description:
After 9 years of successful cochlear implant use, this pt presented with extrusion of the receiver/stimulator due to tissue erosion around the implant site. Explantation / reimplantable surgery was successfully completed in 2005.